Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. While gathering information the patient temperature (pt) was increased to 33.0c and water temperature (wt) was 35c. Rn was concerned the water temperature (wt) was not higher. Explained how 35c was still 95f and warmer than patient temperature (pt). Also discussed how 33.0c was considered targeted temperature (tt) so the device was going to do it was best to keep the patient at that target temperature window. Device was functioning as it should. Suggested to call back if there were any alarms/alerts. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rn stated patient was cooling to 33.5c, but patient temperature (pt) had dropped to 32.8c. They would like to troubleshoot, sn# (B)(6). Patient temperature (pt) was 32.8c, water temperature (wt) was 36.7c, targeted temperature (tt) was 33.5c, flow rate (fr) was 1.2l/m. Confirmed the only alarm had been 11 (patient temperature 1 below low patient alert). While gathering information the patient temperature (pt) was increased to 33.0c and water temperature (wt) was 35c. Rn was concerned the water temperature (wt) was not higher. Explained how 35c was still 95f and warmer than patient temperature (pt). Also discussed how 33.0c was considered targeted temperature (tt) so the device was going to do it was best to keep the patient at that target temperature window. Device was functioning as it should. Suggested to call back if there were any alarms/alerts. Per follow up information received via phone on 03apr2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Event description:
It was reported that the rn stated patient was cooling to 33.5c, but patient temperature (pt) had dropped to 32.8c. They would like to troubleshoot, sn# (B)(6). Patient temperature (pt) was 32.8c, water temperature (wt) was 36.7c, targeted temperature (tt) was 33.5c, flow rate (fr) was 1.2l/m. Confirmed the only alarm had been 11 (patient temperature 1 below low patient alert). While gathering information the patient temperature (pt) was increased to 33.0c and water temperature (wt) was 35c. Rn was concerned the water temperature (wt) was not higher. Explained how 35c was still 95f and warmer than patient temperature (pt). Also discussed how 33.0c was considered targeted temperature (tt) so the device was going to do it was best to keep the patient at that target temperature window. Device was functioning as it should. Suggested to call back if there were any alarms/alerts.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.